Manufacturer narrative:
Additional information added to: a1,a2,a3,a4,b7.

Event description:
It was reported that on (B)(6) 2019 during a d10 infusion that the device was found to be in the paused state at the bedside shift hand-off which occurred at approximately 1500 in the special are nursery patient. The previous rn stated to the oncoming nurse that she would need to "watch" the device after it was restarted. No further issues occurred during the 3-11pm shift. During the 11p-7am shift, the nurse noted that at approximately 0500, the device paused again and changed the infusion rate from 6ml/hour to 7ml/hour without an order change. The device was taken out-of-service and taken to the biomed department. Biomed ran diagnostics on both the alaris pump and pump module to find that the "passed all testing and calibration tests." Dates and times that the device unintentionally changed the infusion rates are (B)(6) 2019 1306-1527 and (B)(6) 2019 0505-0559. The baby's blood sugar was checked to find it within normal limits as the baby was also being fed. There were no adverse effects caused to the infant from the event. It was later stated by the customer that they had discussed the event and found that on (B)(6) 2019 the nurse stated that the pump stopped on its own, however epic shows that the pump was paused by a user and restarted at 1526. On (B)(6) 2019, nursing stated that the rate changed automatically by the pump, however epic shows that there was an incoming message with a rate of 7ml/hour. It was determined that this event was caused by the end user.

Manufacturer narrative:
Correction to: a2; aditional information added to:b3.

Event description:
It was reported that on (B)(6) 2019 during a d10 infusion that the device was found to be in the paused state at the bedside shift hand-off which occurred at approximately 1500 in the special are nursery patient. The previous rn stated to the oncoming nurse that she would need to "watch" the device after it was restarted. No further issues occurred during the 3-11pm shift. During the 11p-7am shift, the nurse noted that at approximately 0500, the device paused again and changed the infusion rate from 6ml/hour to 7ml/hour without an order change. The device was taken out-of-service and taken to the biomed department. Biomed ran diagnostics on both the alaris pump and pump module to find that the "passed all testing and calibration tests." Dates and times that the device unintentionally changed the infusion rates are (B)(6) 2019 1306-1527 and (B)(6) 2019 0505-0559. The baby's blood sugar was checked to find it within normal limits as the baby was also being fed. There were no adverse effects caused to the infant from the event. It was later stated by the customer that they had discussed the event and found that on (B)(6) 2019 the nurse stated that the pump stopped on its own, however epic shows that the pump was paused by a user and restarted at 1526. On (B)(6) 2019, nursing stated that the rate changed automatically by the pump, however epic shows that there was an incoming message with a rate of 7ml/hour. It was determined that this event was caused by the end user.

Manufacturer narrative:
The patient was an infant. The customer¿s experience of an unintended rate change was confirmed in the pcu event log. The pcu event log shows pump module s/n (B)(4) was programmed to infuse d10w (drugid 323) at a rate of 6ml/hr at 5:44 am on (B)(6) 2019. The infusion ran for over 24 hours, with the user adding volume to the infusion each time the programmed volume to be infused was reached. At 5:05 am on (B)(6) 2019, the user restored the infusion running at 6ml/hr. The user then selected the up arrow key, which increased the rate to 7ml/hr. The user then selected softkey 14 (start) and started the infusion. The infusion ran at 7ml/hr until 5:57 am, when the user changed the rate back to 6ml/hr. Based on the report from the customer it appears that the rate change was unintentional. The increase of the rate parameter can occur when a device is selected prior to registering up arrow key presses since rate is the default selection after a device is selected. All other parameters (vtbi, dose) must be selected first in order for the parameter to increase. Also, even though a parameter was increased unintentionally, the user still has to confirm and start the infusion with the increased parameter before the increase takes effect and therefore the device will not spontaneously infuse at a higher parameter (in this case rate) on its own. The root cause of the customer¿s experience of an unintended rate change was identified as due to user programming.

Event description:
It was reported that on (B)(6) 2019 during a d10 infusion that the device was found to be in the paused state at the bedside shift hand-off which occurred at approximately 1500 in the special are nursery patient. The previous rn stated to the oncoming nurse that she would need to "watch" the device after it was restarted. No further issues occurred during the 3-11pm shift. During the 11pm-7am shift, the nurse noted that at approximately 0500, the device paused again and changed the infusion rate from 6ml/hour to 7ml/hour without an order change. The device was taken out-of-service and taken to the biomed department. Biomed ran diagnostics on both the alaris pump and pump module to find that the "passed all testing and calibration tests." Dates and times that the device unintentionally changed the infusion rates are (B)(6) 2019 1306-1527 and (B)(6) 2019 0505-0559. The baby's blood sugar was checked to find it within normal limits as the baby was also being fed. There were no adverse effects caused to the infant from the event. It was later stated by the customer that they had discussed the event and found that on (B)(6) 2019 the nurse stated that the pump stopped on its own, however epic shows that the pump was paused by a user and restarted at 1526. On (B)(6) 2019, nursing stated that the rate changed automatically by the pump, however epic shows that there was an incoming message with a rate of 7ml/hour. It was determined that this event was caused by the end user.